Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 79 and 202 mg/dl tests were done within 10 minutes with a difference of 78%. Pt did not experience any adverse events. No further has been reported.